Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display and rattling sound when the pump is shaken found on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Pump received with a blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, motor, keypad flex tail, battery tube, vibrator, force sensor, 40 pin flexible printed circuit/lcd and internal battery. Also no loose or broken off components found inside the pump noted. The original electrical board 1, electrical board 2, motor, internal battery was installed in a test battery tube. Powered the pump on using the battery simulator and no blank display noted. In summary, pump received with a blank display due to moisture damage on the battery tube. Customer alleged for rattling sound when the pump is shaken not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was dead. Customer stated that the battery melted inside the insulin pump. Customer stated leak of chemical inside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.